Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.